Event description:
A (B)(6) female patient called zoll customer support to report that her battery pack would not power up her monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't hold charge) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for failure was isolated to mismatched voltage of the battery tri-cells (4.190v, 1.186v, 1.190v). The root cause for the mismatched tri-cells could not be positively identified. No adverse event resulted form the contamination. The patient received a replacement battery pack.